Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due diabetic ketoacidosis (dka) event. Blood glucose level was 200 mg/dl at the time of the event. Patient got treated with insulin. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of sick/unwell, and headache. No further information available.